Manufacturer narrative:
The anesthesia system was investigated at the hospital by our company field service engineer. According to the service report, four pressure regulators in the dive gas supply section were damaged by water infiltration from the medical air line. Replacement of pressure regulators solved the reported issue. Successful calibrations and functional tests were performed and the unit was cleared for clinical use. The replaced parts have not been returned for investigation but based on the received information, the cause was too much water in the supplied gas.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia workstation had failed the pressure transducer test during system check out. There was no patient harm reported. Manufacturer´s ref #: (B)(4).